Manufacturer narrative:
Technical services reviewed device memory and identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency in the patient data. The cause of the memory inconsistency was not able to be determined. The emblem subcutaneous implantable cardioverter defibrillator has a number of mechanisms to detect and self correct potential memory corruption in order to maintain primary operation. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to their health care professional (hcp) for a routine follow up device check. Upon device interrogation, the hcp noted a red screen with downloading device data. The device check was able to be successfully performed with no out of range measurements reported. Upon print out of the device summary report, it was found the device had a patient data error. Technical services (ts) was consulted and recommended the patient perform a patient initiated interrogation once they are home. Ts discussed with the hcp that the patient will need to be seen in office so that the patient data could be reset. At this time, the device remains in service. No adverse patient effects were reported.